Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient was implanted with a single coil, high voltage lead on (B)(6) 2021. During that time, multiple defibrillation thresholds (dft) were done, but none of them were successful. An x-ray was done, but showed no abnormalities. The procedure was instead completed and the patient was sent to their room in order to give the sales representative time to get additional products and adapters. After discussing the patient's age and the MRI incompatibility of the products, it was decided that the single coil lead would be replaced with a dual coil one on (B)(6) 2021. Dft was found to be successful. Patient was discharged after the procedure.